Manufacturer narrative:
Corrected section: h-6 device codes, reported failures changed from "activation problem" and "break", to "fitting problem" and 'crack". Trackwise # (B)(4). An investigation was conducted on 10/22/2019. The device was returned on 9/30/2019 to the factory for evaluation. No evidence of blood was observed. The device as returned was unable to be evaluated for position of seal and tension spring assembly as the delivery device and the loading device were not returned for evaluation. Only the seal with the tension spring assembly was returned. The seal was in a folded orientation indicating that the seal was tried to load in the delivery device . The seal was observed to be cracked. A photograph was provided by the customer. A photographic inspection was performed. The seal was observed to be cracked inside the loading device. The seal was attached to the tension spring assembly. The delivery device was inside the loading device. No defect was observed to the delivery device tube. Based on the photographic inspection and the returned seal, the complaint was confirmed for both the reported failure modes " fitting problem" and "crack".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) protective umbrella could not be pulled out from the delivery sheath normally. After repeated operation, the protective umbrella was split. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) protective umbrella could not be pulled out from the delivery sheath normally. After repeated operation, the protective umbrella was split. A replacement device was used to complete the procedure. The hospital did not report any patient effects.